Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
It was reported to philips that the battery led (light emitting diode) is flashing and the unit is giving audible beep every minute or so. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised that this issue is an indication that the 3rd gen power supply has been in stalled and the backup battery is bad. The rse advised to swap in another battery, and if the condition corrects to replace the battery. If there is no improvement with a new battery, then the rse advised the customer to replace the power supply. A good faith effort was made to the customer on (B)(6) 2020 who stated that the issue was the power supply, but that it was not going to be repaired as they were going to be getting new ventilators.